Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and an insulation anomaly. The lead was successfully capped and replaced. The patient was doing fine post surgery.